Event description:
During a left atrial appendage occlusion, the transseptal needle punctured the sheath. The needle and sheath were replaced, and the procedure was completed with no adverse effects on the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the puncture is consistent with not following the instructions for use.